Event description:
Customer reported experiencing unexplained high blood glucose readings. Customer's blood glucose reading at the time of the call was 279 mg/dl and has treated with a bolus. Customer changed the infusion set and noticed air bubbles in the reservoir. Customer stated that the insulin pump was rewound with the reservoir in place. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.